Manufacturer narrative:
(B) (4) (prisms). (B) (4).

Event description:
The pt reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in their left eye (os) on (B) (6) 2008. The pt reported their left eye still has prisms when looking at a light. The icl remains implanted. Add'l info has been requested but has not been forthcoming. If add'l info is received, a supplemental medwatch will be submitted.